Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. Analysis revealed that on an unidentified catheter portion that the catheter body had a hold or tear caused by the catheter connector pin.

Event description:
On 2016-01-11, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient indication for use was spasticity.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a physician via a company representative regarding a patient from australia who was receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a minimum rate of 11.8mcg/day. A new catheter was implanted on (B)(6) 2015 and over a period of time the patient experienced some cerebrospinal fluid leaking into the pump pocket. There were no symptoms except a swollen pocket. On (B)(6) 2015, the pump pocket was opened and a sample of the fluid was taken for identification (results were not provided) and the entire catheter was replaced. The explanted catheter was going to be returned for analysis. The pump was set to minimum rate at the request of the treating physician.